Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the leak that occurred during use with the steerable guiding catheter, which has the potential to compromise the fluid path integrity, and required device aspiration to prevent potential air embolism. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr) grade 4+. The steerable guiding catheter (sgc) and the dilator were prepped per the instructions for use and the introduced into the patient. Once the dilator was removed, the sgc would not hold a column of fluid. The sgc was removed from the stabilizer and placed lower than the lift. A syringe and extension tubing were attached to the stopcock on the sgc, and air aspiration was performed until there was a column of fluid. The sgc was then placed back in the stabilizer and the column of fluid was lost again. The above maneuver was attempted again while also making sure the stopcock was tight. The sgc still did not maintain a fluid column; therefore, the device was removed and replaced. A new sgc was used to continue the procedure. One clip was implanted, reducing the mr to 1-2+. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information was reviewed and the complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Potential causes for steerable guide catheter leaks were considered, including manufacturing, patient conditions and user technique/procedural conditions. Leaks can be influenced by manufacturing anomalies, such as tears in the valve or missing silicone fluid within the valve chamber. Leaks may be influenced by anatomical morphology/pathology, such as challenging patient anatomy (including a calcified or thick septum). Factors related to procedural conditions/user technique which can influence leaks include, but are not limited to, the steps utilized to de-air the device during guide preparation, loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or not following the procedural steps outlined in the instructions for use (IFU). All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. In this case, it is possible that the user technique of de-airing the devices or steps utilized to remove the dilator during the procedure contributed to the reported leak; however, this cannot be confirmed. The reported therapy / non-surgical treatment was a result of case-specific circumstances, as aspiration was required to prevent air embolism. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).